Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the patient underwent surgical intervention 6 months ago for a procedure unrelated to the spinal cord stimulation system. Since that time, the patient noticed she is unable to establish communication between her scs ipg, charging system and the patient programmer. It was also reported the patient had not charged her ipg in 6 months. The sjm rep was unable to resolve this issue with reprogramming. Surgical intervention will be taken at a later date to address this issue.